Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device logs confirmed multiple "defib pad short" messages during patient use; however, no device malfunction was identified. Associated "check pads" and "poor pad contact" messages suggest the issue was likely due to pad application or pad condition. Testing of the device did not reproduce the issue, and all functions met specifications. No pads were returned for evaluation. The investigation concluded with no fault found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.